Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, small open sores / forming crust (injection site erosion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: gruchala, a., barasinska, p., & noweta, m. (2019) complication of hyaluronic acid skin booster procedure-rapid reaction as the key to success. 24th world congress of dermatology milan 2019.

Event description:
This literature report from (B)(6) concerns a (B)(6) female patient. The patient was injected with hyaluronic acid by a beautician, as a skin booster procedure. The patient had no chronic diseases, and no skin problems in history. After the treatment with hyaluronic acid, the patient experienced small open sores in creases between the brows for 3 days. The patient visited the outpatient dermatology clinic 3 days after the treatment with hyaluronic acid. Yellowish discharge and forming crust were reported. The patient had no additional symptoms. The patient was treated with hyaluronidase (administered during the visit), as well as clindamycin to be taken orally and a cream with fusidic acid. The first control took place 3 days after the visit, and a decrease in sores was observed. Further retracting of the complication after aesthetic procedure was observed during subsequent appointments. Due to the provided information, the outcome of the events was considered as resolving. In the opinion of the authors, if the patient did not visit the clinic 3 days after the problematic procedure, the complications might have been more much more severe, possibly including necrosis. The complication was most probably caused by injecting hyaluronic acid in the vessel. The authors recommendation was that aesthetic procedures were to be conducted by qualified medical staff. That was because they were more likely to conduct the vessel injection properly, they were able to more rapidly observe any possible abnormalities during the procedure, and they were able to competently advise the patient regarding complications and future treatment.